Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and bipolar lead were repaired. The system was experiencing oversensing. An invasive procedure found the endotak lead had insulation damage near the connector. The bipolar lead was also found to be damaged near the connector. The implantable cardiovertor defibrillator (ICD) was removed for elective replacement.